Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 5 percent remaining over the course of three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 5 percent remaining over the course of three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received from technical services indicates there have also been recorded episodes of noise and oversensing resulting in inappropriate shock therapy, as well as low r wave amplitude. It was noted, however, that according to both patient notes in the latitude remote patient monitoring system and current programming, it seems these are known issues and were managed. In any case, technical services wanted to highlight the episodes and recommended thorough troubleshooting. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. Additional information later received indicates this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 5 percent remaining over the course of three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received from technical services indicates there have also been recorded episodes of noise and oversensing resulting in inappropriate shock therapy, as well as low r wave amplitude. It was noted, however, that according to both patient notes in the latitude remote patient monitoring system and current programming, it seems these are known issues and were managed. In any case, technical services wanted to highlight the episodes and recommended thorough troubleshooting. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. Additional information later received indicates this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The returned device was also put through a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Besides the identified high current drain, measurements were within normal limits for each of these tests. Laboratory analysis was unable to confirm the field observations of noise oversensing, resulting in inappropriate shock therapy, and low amplitude.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 5 percent remaining over the course of three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received from technical services indicates there have also been recorded episodes of noise and oversensing resulting in inappropriate shock therapy, as well as low r wave amplitude. It was noted, however, that according to both patient notes in the latitude remote patient monitoring system and current programming, it seems these are known issues and were managed. In any case, technical services wanted to highlight the episodes and recommended thorough troubleshooting. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. Additional information later received indicates this device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.